Event description:
It was reported that a patient had a primary surgery to the cervical spine (B)(6) 2014. In 2018 it was confirmed that he had neck kyphosing and screw loosening. Revision acdf/corpectomy was performed on (B)(6) 2018. The surgeon removed a previously implanted 2 level aviator plate and screws from the patients cervical spine. Upon removal of one of the screws, the screw had fractured in half and only half the screw was removed from the patient. When removing additional screws, it was noticed the spring bar locking mechanism of the plate was damaged.

Manufacturer narrative:
The initial MDR was filed with a device information regarding the plate. Suspect medical device information had been updated with unknown information of the screw that backed out post operatively, causing revision surgery. The lot number and catalog numbers were not provided. The device was removed and not returned for manufacturing files were not reviewed because no lot was reported. No further information could be obtained from the surgeon. The cause of the event could not be determined. The possible root causes include: poor surgical candidate or bone quality; excessive post-op activity by patient (not recommended by surgeon); patient does not follow surgeon instructions; patient over exerts.

Event description:
It was reported that a patient had a primary surgery to the cervical spine (B)(6) 2014. In 2018 it was confirmed that he had neck kyphosing and screw loosening. Revision acdf/ corpectomy was performed on (B)(6) 2018. The surgeon removed a previously implanted 2 level aviator plate and screws from the patients cervical spine. Upon removal of one of the screws, the screw had fractured in half and only half the screw was removed from the patient. When removing additional screws, it was noticed the spring bar locking mechanism of the plate was damaged.